Event description:
An attorney reported on behalf of his client that during cataract surgery, the disposable cannula disengaged from the syringe and the "cannula shot in the ac (anterior chamber) and broke capsule". No additional details are available.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).